Event description:
It was reported that the customer was hospitalized for high blood glucose levels, as well as other medical complications. The customer did not know the blood glucose reading. She complained of abdominal pain, nausea, vomiting, and headaches. She stated that she was ill from pleurisy, which led to the high blood glucose levels. She stated that she was hospitalized for 3 days, advising that she is a brittle diabetic and had several tests while admitted. She was treated and discharged. She noted that she wore the insulin pump during the entire duration of the hospitalization, having refused to take it off. She declined troubleshooting for the matter. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2015-09324.